Event description:
It was reported that during a wedge resection procedure, the articulation part became hard and did not function properly. Also, the firing was hard and the device was locked out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis showed that the atg45 device was received with the articulation mechanism damaged. The device was received with two green cartridge reloads present. Cartridge b was received partially fired and with the lockout spring damaged. Cartridge c was received partially fired and with the lockout spring normal. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. The returned device was tested for functionality with a test reload on the three articulated positons; when fire to the right the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4).